Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent cartridge alarms occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue for all events. The customer¿s blood glucose (bg) level was displayed as ¿high¿, however, a specific value was not provided. A correction bolus was delivered to address bg level.